Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a open wound from the ucor hfams patch. The patient described the area as bleeding open wound. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the open wound. Reporting out of an abundance of caution. The outcome of the skin irritation is improved.